Event description:
It was report that premature battery depletion was noted via remote. The issue is not resolved and device remain implanted. No other issues reported.

Manufacturer narrative:
Provided session records were analyzed and the reported event of premature battery depletion was not confirmed. Based on the information provided, the battery depleted at an accelerated rate due to high bluetooth (ble) usage. The device was performing as specified.